Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Cts provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.